Event description:
Information was received that the cadd legacy pump has error message 1787 and the pump stopped working. Dose or amount: 38 ng/kilogram/minute, frequency: continuous, route: intravenous. Dates of use: from 2015 to ongoing. Frequency: continuous, route: intravenous. No reported adverse effects.